Manufacturer narrative:
Root cause: the root cause for the reported issue of an patient-side occlusion alarms was not determined because no products or device logs were returned.

Event description:
It was reported that clincians experience patient-side occlusion alarms and feel the devices do not allow for patient movement and do not stop alarming when the occlusion is resolved. Units use the adult profile and the auto-restart feature is set to 3 within their medstar corporate data set. Education was provided regarding the feature and how it works.this was reported to bd representatives during their site visit. There was patient involvement however patient outcome is unknown. These were general statements by the clinical staff during the site visit. No devices or tubing sets were sequestered for these complaints, no specific dates of occurrences were known and no further information was provided by the nursing staff.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clincians experience patient-side occlusion alarms and feel the devices do not allow for patient movement and do not stop alarming when the occlusion is resolved. Units use the adult profile and the auto-restart feature is set to 3 within their medstar corporate data set. Education was provided regarding the feature and how it works.this was reported to bd representatives during their site visit. There was patient involvement however patient outcome is unknown. These were general statements by the clinical staff during the site visit. No devices or tubing sets were sequestered for these complaints, no specific dates of occurrences were known and no further information was provided by the nursing staff.